Event description:
The hcp reported an infection of the device pocket. The symptoms included febricula and increased temperature around the pocket. The type of infection identified was methicillin-resistant staphylococcus aureus, coagulase-negative. The pt was treated with antibiotics and the pt recovered. Refer to medwatch report # 2182207200702054.